Event description:
Customer reported that there is corrosion in the battery compartment. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: the reported issue was confirmed. Eval revealed that there is battery leakage residue inside the battery compartment and the battery springs are corroded. The unit did not power up with new batteries. The unit does power up with an external power source and passes all functional tests performed. Note: posey instructions for use warning states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).